Event description:
Unable to remove burr from artery. Surgeon cut the hub off and removed the guidewire leaving the burr and steerable wire in place. A guide wire was inserted and he was able to remove all. There was no adverse outcome to the pt. Unk what caused the problem with the burr. Sales rep with boston scientific was notified and responded.